Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD), which is included in this advisory population expired for unspecified cause. The family of the patient has retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction.

Manufacturer narrative:
Not returned. Event conclusion as of this reort, the device has not been returned to us for analysis. There is no additional information related to this event. We will continue to investigate the complaint, and if additional information becomes available, the event will be reopened. In june 2005, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april 2002, and is included in this population. While this device was part of the advisory population, we do not have sufficient information to determine if this device behaved in the manner described in the advisory.